Event description:
A comatose patient receiving positive-pressure ventilator support required cardio-pulmonary resuscitation after their therapy was interrupted by a large leak in their breathing circuit. The leak reportedly resulted when an aerosol nebulizer became disconnected from the patient's breathing circuit. After being resuscitated, the patient was transferred to another ventilator; however, they subsequently expired (2 - 3 days after the event occurred) for reasons not identified by the healthcare provider. A nurse-call system remote alarm in use at the time of the event reportedly activated to alert the caregivers of an event requiring their attention. The responsible healthcare provider was unsure if the ventilator's primary audible patient disconnect alarm (papda) also was activated when the event occurred, or how long the remote alarm was activated before they responded to assess the patient. They did however report that the ventilator's papda was tested after the event occurred, and that it was found to operate properly. To confirm the ventilator was operating correctly, it was returned to the manufacturer for additional testing. The manufacturer tested the ventilator according to its final inspection testing procedure (ref. Plv-102 final inspection test, oss; map 371-001d). This procedure, which verifies the correct operation of the ventilator, as well as its audible and visual alarms, was completed successfully. Based on the ventilator test results and all other information available, the manufacturer believes the ventilator associated with the reported event operated as designed when the event occurred and did not cause or contribute to the patient's outcome in any way. The manufacturer also believes the healthcare provider reported the nurse call system's remote alarm activation because they were proximal to it, but not the patient or the ventilator, when the event occurred. Therefore, the manufacturer concludes that further action is not appropriate.